Event description:
It was reported that 12 bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, 3 tubes were deformed, 34 tubes had defective print markings, 1 tube had a "dirty" shield, and 46 tubes had air bubbles in the gel. All defects were found before use. The following information was provided by the initial reporter, translated from japanese to english: "fm in separator x12, deformed tube x3, defective marking x34, dirty shield x1, air bubbles in gel x46."

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for fm in separator, deformed tube, defective marking, dirty shield and air bubbles in gel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, 3 tubes were deformed, 34 tubes had defective print markings, 1 tube had a "dirty" shield, and 46 tubes had air bubbles in the gel. All defects were found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm in separator x12. Deformed tube x3. Defective marking x34. Dirty shield x1. Air bubbles in gel x46."